Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: (B)(6) d9: yes, 16-may-2023 h6:FDA method code(s): b01, b15 h6:FDA result code(s): c07, c19, c21 h6:FDA conclusion code(s): d01, d10, d15, d16 d4: controller serial #: unknown d9: no h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d14 d4: (B)(6) d9: yes, 16-may-2023 h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 d4: (B)(6) d9: yes, 16-may-2023 h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 d4: (B)(6) d9: yes, 16-may-2023 h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 d4: (B)(6) d9: yes, 16-may-2023 h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 product event summary: the pump (B)(6) and one (1) controller with unknown serial number were not returned for evaluation. One (1) controller (B)(6) and four (4) batteries (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing. Internal visual inspection of the batteries revealed no anomalies. Internal inspection of the controller revealed a crack on a standoff post within the controller housing. The observed crack is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed two (2) controller power-up events logged on 06/feb/2023 logged at 04:21:23 and 04:21:33 with associated pump start event logged at 04:21:42. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 19% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for a total of 22 seconds. Log file analysis also revealed a controller power up event logged on 11/feb/2023 05:32:16. The data point recorded in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 13% rsoc and (B)(6) was connected to power port two (2) with 19% rsoc. No anomalies were observed leading up to the loss of power. The event log file then revealed that during an attempted pump start event, several controller reset events were logged between 05:32:31 and 05:33:18. Following the controller reset events, logs revealed instances that only one power source was connected to the controller during the attempted pump start event. Review of the alarm log file then revealed six (6) vad stopped alarms and two (2) vad disconnect alarms were logged on 11/feb/2023. The initial vad stopped alarm was recorded at 05:33:36 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed additional vad stopped alarms due to a failure of the pump to restart after several attempts, controller power up events, controller reset events, and vad disconnect alarms indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Leading up to some power up events, log files revealed safety alert word (saw) values were recorded involving (B)(6) and (B)(6), indicating overcurrent alerts. During the troubleshooting of the failure to restart event, these batteries were connected as the only power source connected to the controller in several instances. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in additional losses of power to the controller. Review of the alarm log file did not reveal any critical battery alarms logged within the analyzed period. As a result, the loss of power and failure to restart events were confirmed. The reported critical battery alarm event was not confirmed. A possible root cause of the initial losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00609659 is in vestigating controller resets during pump start. CAPA pr00544941 is investigating controller loss of power during pump start due to battery discharge overcurrent condition. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller, likely due to troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that logfile review indicated a critical battery alarm and that no action was taken to dissolve the critical battery power issue. Both batteries were depleted which led to a ventricular assist device (vad) stop. In addition, the controller exhibited several unexpected losses of power. It was noted that the vad did not start on a different controller. The physician noted that the event was possibly a patient compliance problem. The patient was brought to the hospital, placed on extracorporeal membrane oxygenation (ECMO) and subsequently expired.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0,model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2022 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 27-jan-2021. Labeled for single use: no. Patient ime code(s): e2403 h6: imf code(s): f02, f08, f23 h6: img code(s): g04035 h6: FDA device code(s): a141204, a0708 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: / serial #: UDI #: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no h6: patient ime code(s): e2403 h6: imf code(s): f02, f08, f23 h6: img code(s): g04035 h6: FDA device code(s): a141204 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: / catalog #: / expiration date: / serial #: UDI #: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no h6: patient ime code(s): e2403 h6: imf code(s): f02, f08, f23 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: / catalog #: / expiration date: / serial #: UDI #: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no h6: patient ime code(s): e2403 h6: imf code(s): f02, f08, f23 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Additional information has been requested regarding additional event details, vad implant date, and product serial numbers, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2023 / serial or lot#: (B)(6), UDI #: (B)(4), h4: mfg date:29-apr-2022 d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2023 / serial or lot#: (B)(6), UDI #: (B)(4), h4: mfg date:29-apr-2022 d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2023 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date:29-apr-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f02, f08, f19, f23, f2306 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2023 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date:29-apr-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f02, f08, f19, f23, f2306 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was unknown which batteries exhibited the malfunctions.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The b5.desc evt problem and the annex f codes have been updated. Additional products: d4: serial #: (B)(6) h6: imf code(s): f19, f2306 d4: controller, h6: imf code(s): f19, f2306 d4: battery serial #: h6: imf code(s): f19, f2306 d4: battery h6: imf code(s): f19, f2306 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was not a candidate for transplant due to personal issues. The patient was out on friday night, when early in the morning on saturday the pump suddenly stopped, it is still unclear why that occurred. It is apparent that the controller stated change the controller but the patient did not have a back up in possession at the time. The patient was still awake the patient was took to the ambulance and started cardiopulmonary resuscitation (CPR) soon after. The patient was taken to the hospital and was placed on ECMO and attempts were made to restart the vad with batteries and old controller but that was not successful. The patient was then transferred to another hospital and went straight to the operating room (or), where filters were placed in the carotid arteries and attempted to restart the vad with two different controller, and with an alternating current adaptor which was not successful and the patient cause of death was said to be due to the pump stop.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated d6a. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.